Event description:
During system preparation, the clip was not manually guided into the catheter, which is contrary to the instructions for use. The device was advanced through the 2.8mm channel endoscoope and the clip exited the outer sheath. Visibility at the site to be clipped was described as very poor. An attempt to retract the clip while inside the pt was attempted, which is contrary to the instructions for use. At this time, the clip detached in the open position. The clip was left to pass naturally through the gi tract. Bleeding was controlled with an injection of epinephrine and a coagulation probe. The pt was reported to be in stable condition.